Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the sleeve was returned with a reamer stuck. The device could not be measured. The most likely cause is attributed to misuse due to interference with the mating instrument.

Event description:
It was reported as the surgeon was reaming the glenoid, the ar-9597-20 drive shaft seems to have cold welded to the ar-9597-20 20 angled reamer shaft. The rep tried to remove it after the case but could not do so.